Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a scratched lcd screen and cracks on the battery compartment of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the lcd screen is scratched and the thread of the battery compartment has cracks from over tightening. The customer stated that it is hard to read the screen. The customer also stated that he is visually impaired. The customer stated that he wears the pump in the pocket so the screen gets scratched over the years. The customer stated that the screen was damaged 6 months ago. The customer stated that he noticed the cracked battery cap 2 months ago. The customer was advised to make sure to not over tighten the battery cap as it should be parallel. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked lcd window.